Manufacturer narrative:
Failure analysis noted that the pump passed rewind, basic occlusion, prime/compromised force sensor system and displacement tests. The pump was stuck in a motor error alarm loop during bolus delivery and motor position encoder error alarm noted in the history file. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during the testing. The pump had cracked reservoir tube lip and scratched lcd window.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 277 mg/dl. Troubleshooting was able to resolve the issue. They were able to rewind the pump but the motor error alarm occurred more than once in the last thirty days. The device was returned for analysis.